Event description:
It was reported that the generator did not boot up. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/22/2007. Evaluation summary: based upon the inquiry information rec'd visual and functional examination, the unit was found to require. Replace generator pcb.